Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was programmed with test minilink and the glucose sensor simulator; the insulin pump communicated properly with glucose sensor simulator and displayed the proper value on the display graph. No unexpected sensor alarms noted and the threshold suspend or low suspend feature is working properly. However, the insulin pump was received with cracked reservoir tube lip, cracked belt clip slot, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose was 160 mg/dl. The customer stated scratches on pump screen. The customer stated that the device was put in the pocket and items in the pocket scratching it. The customer stated that it is difficult to read certain numbers. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.